Manufacturer narrative:
(B)(4). The device was not returned for analysis. A review of the complaint history did not indicate a lot-specific quality issue. All available information was investigated and the reported single leaflet device attachment (slda) in this incident appears to be related to the combination of challenging patient anatomy and procedural circumstances (due to the delivery catheter handle being pulled back too aggressively). Additionally, reported poor image resolution is related to the degrading of the image and visualization limitations during the procedure. The reported mitral valve injury (tissue damage) was a result of the procedural circumstances (when the dc handle was pulled back aggressively, it caused some leaflet damage). The reported adverse event of mitral valve injury, as listed in the mitraclip system instructions for use, is a known possible complication associated with mitraclip procedures. There is no indication of a product quality issue with respect to manufacture, design or labeling.

Manufacturer narrative:
(B)(4). During processing of this complaint, attempts were made to obtain complete event, patient and device information. The customer reported the clip was discarded. Investigation is not yet complete. A follow up report will be submitted with all relevant information. The additional clip device is being filed under separate medwatch report.

Event description:
This is filed to report the single leaflet device attachment (slda). It was reported that this was a mitraclip procedure to treat degenerative mitral regurgitation (mr) with a grade of 4. The anatomy was very challenging. The first clip delivery system (cds) (71211u125) was advanced to the mitral valve and the clip was implanted successfully. However, immediately the clip detached from the anterior leaflet and remained attached to the posterior leaflet (single leaflet device attachment/slda). A second clip (71207u116) was implanted to stabilize the implanted clip, but detached from the anterior leaflet and remained attached to the posterior leaflet (slda), possibly due to the delivery catheter handle being pulled back too aggressively which leaflet damage occurred. A third clip (71211u124) was advanced to stabilize the slda clip, but grasping was difficult due to the anatomy and visualization. Several attempts were made but were unsuccessful. The clip was removed and the procedure was aborted. No additional clips were implanted. Mr reduced to 3. No additional information was provided.